Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the laparoscopic total colectomy, when the customer cleaned the blade, noted the white tissue pad was missing. Found it. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.